Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that when she is filling the reservoir with insulin, she is ruining a lot because of air bubbles. Due to air bubbles insulin leaked out. The bubbles are big. The customer reported that there was difference between blood glucose and sensor glucose 60-80. Approximate size of air bubbles is bigger than champagne. The air bubbles were noticed by customer during filling process. The customer¿s blood glucose was 500mg/dl and so she treated with the pump. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis. The reservoir will be returned for analysis.